Manufacturer narrative:
Due to character limitation in e1, event site name: (B)(6). Event site address: no. (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by hospital that during use on patient cs100 intra-aortic balloon pump (iabp), when the backup machine was connected to the patient, it was found that there was no ECG signal, so the backup machine was replaced. No personnel injury or harm reported.

Manufacturer narrative:
Updated field: b4, e2 g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the test equipment was normal, but the lead wire needed to be replaced due to poor contact. The customer rejected the repair quotation and did not order the lead wire from our company. After delivery to the customer, some functions were unavailable without replacing the ECG lead wire.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device: problem code).

Event description:
N/a.